Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a issue was encountered where the settings on the patient's device would automatically revert. The representative attempted to program the device with settings on electrodes 1 and 2 at .2 and .5 ma, respectively, with desired upper and lower limits of 1.2 ma and 0 ma. However, the display amplitude consistently adjusted to .6 ma. The patient had shape lock and ring mode enabled. During follow-up, the rep clarified that while programming could be set up normally on the tablet, a message would appear upon exiting, indicating that the system could not deliver stimulation at the desired amplitude, defaulting to .6 ma. Consequently, the patient's handset only permitted adjustments up to .6 ma instead of the intended 1.2 ma limit. The representative consulted with the "ftc" in their area, who suggested possibly resetting the ins. The programming involved a monopolar program with two cathodes on electrodes 1 and 2, with no abnormal impedances reported. The representative later attempted troubleshooting again, encountering an error message stating "recalculating amplitudes" upon ending the session. They clarified that another hemisphere was programmed and attempted to create a new group with the same settings, but the issue persisted. The rep planned to obtain session reports and revert the patient to their previous group titled november 11. The other hemisphere was programmed on electrodes 9 and 10 at .4 ma. Additional information was provided that technical support (ts) collaborated with the rep on programming with fractionalization and setting limits. Assistance was sought from engineering, and possible additional troubleshooting steps were reviewed, leading to the closure of the case. The rep successfully programmed the device, allowing the patient to adjust their settings. Although a message regarding group c continued to appear (which the patient was not using), adjustments could still be made. The rep called again while with the patient, and ts guided them through the steps discussed previously on a new group d, which appeared to resolve the issue. The representative confirmed that limits were available on the patient's handset and plans to call back if further problems arise. Additional information was received from the manufacturer representative (rep), who confirmed with the hcp that the issue was resolved.